Event description:
Pt underwent cardiac catheterization angioplasty. Mir stent placed left anterior descending artery proximal end radius stent placed left anterior descending artery mid. The distal tip of the luge wire separated leaving fractured wire in left anterior descending (distal). Attempted to retrieve fractured wire unsuccessfull resulting in emergency open heart surgery.